Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that one month post implant, the device could not be interrogated and was found to be in back-up mode. Second and third attempts to interrogate were unsuccessful and programming was not possible. Therefore, the device was replaced.